Manufacturer narrative:
The toxo igm reagent used at another laboratory's cobas e801 was lot 387690 with an expiration date that was requested but not provided. The qc results were acceptable. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys toxo igm immunoassay results for 4 patients tested on a cobas e 411 immunoassay analyzer and compared to both a cobas 8000 e 801 module and an unspecified competitor's analyzer. The results in question were not reported outside of the laboratory. The results from the competitor's analyzer, non reactive, were deemed correct as they matched the patient's clinical histories. The cobas e411 serial number was (B)(4). The cobas e801 serial number from another laboratory was requested but not provided.

Manufacturer narrative:
No patient sample was sent for testing due to limited sample material volume. The investigation did not identify a product problem. The cause of the event could not be determined.